Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 138 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 98 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 65 mg/dl. The customer also stated that, the sensor had change sensor alarm also. The device will be returned for analysis.